Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a percutaneous lead repair on (B)(6) 2020 and a known ongoing driveline fault alarm. The patient was not a pump exchange candidate because it was too high of a risk. A dramatic increase in lactate dehydrogenase (ldh) was reported and log files were sent in for review to look for concern for pump thrombosis. The patient was admitted for medical reasons. There had not been any dramatic changes in their left ventricular assist device (lvad) parameters via their daily reporting on vadwatch or from interrogation in clinic. Their vad was functioning normally with exception of lvad driveline fault alarm, which was cleared on the system monitor, but has been present throughout the available history. The patient currently had an acute kidney injury on chronic kidney disease. They were receiving intravenous daptomycin and cefepime for a driveline infection. The patient had a lot of bloating and poor appetite with low oral solid and fluid intake. Log files and follow up log files captured the known driveline fault events and an overall downward trend with an increase in the rate of occurrence in pulsatility index events. Related MFR number: 2916596-2023-05157 (first instance of driveline fault alarms) and related MFR number: 2916596-2020-00388 (percutaneous lead repair).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained events from (B)(6) 2024, per the timestamps. Driveline fault alarms were captured throughout the log file, which was previously known to be active (reference MFR # 2916596-2023-05157). The pump remained above the low-speed limit and appeared to be functioning as intended for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) (document (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis, hemolysis, renal dysfunction, and driveline infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including driveline faults. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. This handbook contains several sections with information about how to prevent and control infection. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.